Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient wasn't able to charge the ins for about a week. The patient tried to charge the night prior and the controller just shut off. The recharger wasn't connecting to the implant even though it said good to excellent. They stated the ins battery was in the red on the controller. The caller stated that the ins felt like it was lifted on one side or it had shifted position in the pocket since about a week earlier. The patient was lying down to try and keep the pain levels down. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. The patient said they lost 46lbs due to cancer and now the ins sticks out and feels like something else had moved because one side is rough. The patient stated they used a belt around their waist to force the ins back into alignment, it took about a month but the 45 degree tilt was now about 20 degrees with the charging belt tight, the ins will charge and the patient said they were ok. The patient noted that it may be time to remove the ins, over the years it had been a godsend but now the pain in the back overrides the leg pain. No further complications were reported/anticipated.